Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 3300tfx which is marketed in the u.s. Evaluation summary: edwards received the device for evaluation. A perforation was observed on leaflet 2. The perforation was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion. Photographs provided by the customer show that the leaflet perforation is in alignment with the cor-knot at the black suture mark located at leaflet 2. Wireform was also found exposed on commissure 1. Minimal host tissue growth was observed on inflow aspect of valve frame. Based on our gross analysis, the customer report of leaflet defect leak causing regurgitation was confirmed due to suture tail abrasion. The instructions for use for this model device lists surgical precautions for ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Leaflet damage due to contact with exposed suture tails may result in regurgitation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information regarding a 25mm pericardial aortic valve explanted due to a leaflet defect leak causing regurgitation after an implant duration of approximately eight (8) months. Per obtained medical records, the 25mm valve was sutured without pledgets, using one single stitch and knotting with cor-knot device at initial implantation. After implantation the echo showed normal valve function. Photographs provided by the customer indicated possible suture tail abrasion. The 25mm valve was returned for evaluation. The explanted valve was replaced with a 23mm pericardial aortic valve was implanted in replacement. The patient was reported to be doing well.